Event description:
It was reported that an mca bifurcation was previously treated with a stent some weeks ago without difficulty or incident. This is a report of the post stent coiling of the aneurysm. The embolization coil was placed within the aneurysm. However, the physician was not satisfied with the position of the coil. Upon withdrawing the coil, it was observed that the coil detached. Approx 3 mm of coil remnant was within the parent artery. No attempt was made to retrieve the coil. No harm was reported.

Manufacturer narrative:
Sample analysis: an eval of the actual complaint sample has not been performed as the device has not been returned to date. We have inquired regarding the location of the device and are awaiting the status. As of (B)(6) 2012, we have learned the delivery pusher was discarded. The coil remains within the pt so it will not be returned. The root cause of this complaint cannot be determined. The device history record was reviewed. No abnormal discrepancies or non-conformances were observed.